Event description:
The field rep reported a problem (not specified) during a trailing/screening procedure. The ens, snap lid cable, and then lead were replaced. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.